Event description:
It was reported that prior to using bd vacutainer® k2e 3.6mg plus blood collection tubes, one (1) tube was found to have cracked bottom and an incorrectly placed label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Evaluation of the photo shows evidence of a damaged tube base and an incorrectly placed label, which was upside down. A total of 100 retained samples were visually inspected, and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged and incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.